Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the breath delivery unit (bdu) printed circuit board (pcb). Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator upon power up the device had an alert message; breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time the malfunction occurred.